Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on photos provided of the complaint device. Available information from the provided 3mensio imaging suggests calcification and pre-existing mitral ring likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transseptal tmvr procedure with a 26mm sapien 3 ultra resilia valve inside a pre-existing surgical ring in mitral position. During the procedure, the commander balloon "ruptured" requiring the implanter to remove the 14fr sheath and commander together. A 16fr sheath was then opened and required to finish the case. The valve was successfully implanted. As per follow-up with the fcs, the commander balloon rupture occurred during inflation. The valve was able to be fully deployed with a new system and a non-edwards balloon was used to complete the valve inflation. There was no extra volume added to the balloon prior to the inflation and there was no difficulty with valve alignment. Valve alignment was performed in a straight section. The balloon ruptured in a traverse fashion requiring the sheath to be removed along with the commander as to not injure the patient. There was no patient injury and the patient was stable following the procedure. It is perceived that the root cause of the balloon rupture is due to the pre-existing mitral ring.